Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced kinked cannula on 30-may-2024. The issue occurred with two similar types of infusion sets. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.